Manufacturer narrative:
(B)(6) patient weight not available for reporting. (B)(4). Date of implant reported as 2010. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a courtesy removal for prodisc-c at the c6-c7 took place on (B)(6) 2017. The original implant date was in 2010. The patient was revised with a peek cage and plate for the purpose of fusing that level. The surgeon stated that the device seemed fine and had served its purpose of preserving motion. The patient was having pain associated with their facet joints, and so he had determined that the best treatment now was to limit motion at that level ¿ hence the need for removal and fusion. The surgery was completed successfully. This report is for one (1) prodisc-c implant. This is report 1 of 1 for (B)(4).